Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned, d4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. 1. Were there any patient consequences? 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) a review of the batch manufacturing records was conducted, and no related non-conformance's were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an uterine adenomyosis lesion resection procedure on (B)(6) 2024 and suture was used. The doctor was suturing the uterus after surgery, the problem of pulling off suture needle happened. The doctor checked the integrity of the suture and needle and replaced it with a new one. Additional information has been requested.